Manufacturer narrative:
Upon analysis electrical testing revealed the lead failed the hi-pot test due to clavicle crush damaging all the lumens, the inner coil and the coating of one cable. This likely contributed to the oversensing and noise reported in the field. Further analysis found two external insulation abrasions which were consistent with abrasion caused by friction to the device can breaching the insulation only at the proximal region of the lead. X-ray did not find any indication of conductor fractures.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. Visual damage was observed. No further information has been provided at this time. The patient was stable.